Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer filled the cartridge with approximately 110 units. During troubleshooting, it was determined that the total amount of insulin was 57.02 units of insulin; however, the pump insulin gauge displayed 35 units. The customer loaded a new cartridge and received an accurate fill estimate. There was no known impact to the customer's blood glucose level.